Event description:
(B)(4). Pelvic pain back pain nausea loss of balance migraines headaches loss of hair numbness on upper left thigh dizziness fatigue bloating I look like I'm pregnant! My body is sore my feet hurt my nervous system feels absolutely horrible I have back spasms. I can't lay on my sides or stomach. Intercourse hurts and mostly painful. Light headed. Lower back pain. Chronic pelvic pain. Depression. Joints hurt my right knee hurts so bad. Can't excersize I start to have pain really bad. Can't go for walks. I can't carry my little boy my stomach starts to hurt. I cant stretch it feels like the coils are ripping when I stretch. Basically I feel like I'm an old lady I'm only (B)(6)! I have to get up slow or else I'm in pain my health has gone to shit because of this device!